Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct that device manufacture date.

Event description:
It was reported that the patient presented for normal device follow up and upon interrogation the pacemaker estimated battery longevity was noted to have decreased from 13 years to two years remaining within a two-year time frame. Since the patient is not pacemaker dependent the clinic opted to schedule the patient for replacement over nine months out. At this time the clinic has declined sending the data into boston scientific technical services (ts) for review. The pacemaker remains implanted and no adverse patient effects were reported. It was noted the device is expected to be returned once it is explanted.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct that device manufacture date. The device has been received for analysis, the report will be updated upon completion.

Event description:
It was reported that the patient presented for normal device follow up and upon interrogation the pacemaker estimated battery longevity was noted to have decreased from 13 years to two years remaining within a two-year time frame. Since the patient is not pacemaker dependent the clinic opted to schedule the patient for replacement over nine months out. At this time the clinic has declined sending the data into boston scientific technical services (ts) for review. The pacemaker remains implanted and no adverse patient effects were reported. It was noted the device is expected to be returned once it is explanted. Additional information was received that the pacemaker was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented for normal device follow up and upon interrogation the pacemaker estimated battery longevity was noted to have decreased from 13 years to two years remaining within a two-year time frame. Since the patient is not pacemaker dependent the clinic opted to schedule the patient for replacement over nine months out. At this time the clinic has declined sending the data into boston scientific technical services (ts) for review. The pacemaker remains implanted and no adverse patient effects were reported. It was noted the device is expected to be returned once it is explanted. Additional information was received that the pacemaker was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct that device manufacture date. The device has been received for analysis; the report will be updated upon completion. This report is being filed to correct the device manufacture date from the last report.

Event description:
It was reported that the patient presented for normal device follow up and upon interrogation the pacemaker estimated battery longevity was noted to have decreased from 13 years to two years remaining within a two-year time frame. Since the patient is not pacemaker dependent the clinic opted to schedule the patient for replacement over nine months out. At this time the clinic has declined sending the data into boston scientific technical services (ts) for review. The pacemaker remains implanted and no adverse patient effects were reported. It was noted the device is expected to be returned once it is explanted. Additional information was received that the pacemaker was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct that device manufacture date. The device has been received for analysis; the report will be updated upon completion. This report is being filed to correct the device manufacture date from the last report. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented for normal device follow up and upon interrogation the pacemaker estimated battery longevity was noted to have decreased from 13 years to two years remaining within a two-year time frame. Since the patient is not pacemaker dependent the clinic opted to schedule the patient for replacement over nine months out. At this time the clinic has declined sending the data into boston scientific technical services (ts) for review. The pacemaker remains implanted and no adverse patient effects were reported.